Event description:
(B)(4). I suffer from chronic sinus infections. I have such bad inflammation around my eyes, I can no longer wear contacts. I have had continuous fatigue and get sick easier. I have also suffered from frequent nosebleeds since having essure implanted. All my labs were normal so I know there are no other underlying health conditions.